Manufacturer narrative:
Corrected h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6). No medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) placement procedure, the delivery system perforated the right ventricle after crossing the tricuspid valve. The perforation led to cardiac arrest, asystole, cardiac perforation, and pericardial effusion, ultimately resulting in patient death. Initially, the delivery system was placed into what appeared to be the apical septum, with stable blood pressure. However, further imaging revealed the heart was rotated, requiring a steep lao 45 view to confirm the system's position, which appeared to be near the freewall groove. During contrast injections, pericardial flow was suspected, and blood pressure became unstable, prompting a code call and the acquisition of a pericardiocentesis kit. Resuscitative measures and pericardiocentesis were performed, and anesthesia and an arterial line were used to monitor the patient. Despite these efforts, the patient did not survive.